Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the atrial lead was not capturing. When the physician attempted to move the lead to find a better position for capture the screw would not attach to any tissue. Physician decided to explant and replace the lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.